Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The head section of the bed part that is connected to the motor is not straight anymore. When the bed is lowered one corner is higher than the other.